Event description:
It was reported that the pump touchscreen went black. There was no reported adverse impact to the customer¿s blood glucose level. Attempts made to reach customer were unsuccessful, and no additional information was obtained.